Event description:
It was reported that the cannula surface was rough and uneven on one (1), size 6 lgt, laryngectomy tube. Pt reported that minor tracheal bleeding had occurred. This was detected after the device had been in use for approx 30 days. It was also reported that device maintenance included cleaning the device in full strenth hydrogen peroxide which is contraindicated on the labeled device instruction for use. There was one pt involved with no reported pt compromise. The 6lgt device was returned to the MFR for ID, analysis and investigation on 10/15/97.